Manufacturer narrative:
The user guide states "do not remove or add insulin from a filled cartridge after loading onto the pump." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level ranged from 147-230 mg/dl. Reportedly, customer was removing and adding insulin to the cartridge outside of the load sequence. A supply change was performed to address the occlusion alarms.